Event description:
The sequential compression device on the pt's left leg was not working properly. The middle portion of the device was not deflating when the rest of the scd was deflated. Upon removal, the leg was discolored with blistering covering the entire circumference of the leg. An inspection by biomedical engineering revealed the scd functioning as designed. However, the pneumatic tubing that attaches the pt leg cuffs to the machine has an apparent defect. One of the ends that attaches directly to the leg cuff was attached incorrectly during the manufacturer's assembly process. This caused misdirection of airflow. In its normal mode, the defect caused the cuffs to inflate out of sequence, and then to deflate. It would appear that the cooling mode was in use during the incident. In this mode, there is a continuous supply of air to the cuff. Because of the defect, the cooling air was applied to the calf/mid-air bladder causing it to inflate and remain inflated. As a precaution, all available tubing was checked. No additional defects were noted. Personnel in sterile processing and distribution were notified of the incident and will monitor for additional defective tubing.